Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 533 mg/dl, which was treated with a manual injection. During troubleshooting, the customer was able to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the battery out limit alarm, low battery alarm due to the blank display. The pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.